Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left knee was revised due to loose tibial and femoral components. The stem of the femoral component was noted to be broken. A scorpio ts knee construct was revised to a triathlon knee construct with cones, wedges, and stems. Rep confirmed there are no allegations against the liner, and reported that x-rays, medical records, and additional information is not available.

Event description:
It was reported that patient's left knee was revised due to loose tibial and femoral components. The stem of the femoral component was noted to be broken. A scorpio ts knee construct was revised to a triathlon knee construct with cones, wedges, and stems. Rep confirmed there are no allegations against the liner, and reported that x-rays, medical records, and additional information is not available.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown baseplate was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "these product inquiries concerning a patient who underwent a primary total knee arthroplasty in 2008. The patient was then revised on (B)(6) 2019 for loose femoral and tibial components and a fractured femoral stem. The patient was then revised again on (B)(6) 2022 due to a loose patella component with repair of the medial soft tissues and a polyethylene exchange. The patient subsequently developed an infection and underwent debridement and polyethylene exchange on (B)(6) 2024. The root cause of loosening of the femoral and tibial components and fracture of the femoral stem several years after the index operation cannot be determined with certainty. The causes are multifactorial including surgical technique, especially in the cementing technique, patient activity level and bmi. The cause of the fractured stem cannot be determined with certainty. The explanted components must be submitted to stryker engineers for analysis and evaluation. I cannot confirm the original operation in 2008 since I don't have any information about it. I can confirm that the patient had the initial revision procedure in 2019 for the loose components and broken femoral stem since I was able to review the operation report. I can also confirm that the patient had the second revision in 2022 since I was able to review the operation report. The causes of aseptic loosening of the patella as well as disruption of the medial arthrotomy are multifactorial including surgical technique, especially in the manner of cementing and insertion of the patella component, the adequacy of the medial retinaculum repair, possible trauma, patient activity level and bmi. I would not assign any causality to the patella component itself. The explanted patella component should be submitted to stryker engineers for analysis and evaluation. I can also confirm the revision and irrigation and debridement of the knee, the third revision, in 2024 since I was able to review the operation report. I cannot determine the root cause of periprosthetic infection with certainty. The causes of periprosthetic joint infection are multifactorial including possible wound contamination, possible seeding from a remote site, and also contributing can be the fact that the patient had multiple operations." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to tibial and femoral loosening and fracture of the femoral stem. A review of the provided medical records by a clinical consultant indicated: "these product inquiries concerning a patient who underwent a primary total knee arthroplasty in 2008. The patient was then revised on (B)(6) 2019 for loose femoral and tibial components and a fractured femoral stem. The patient was then revised again on (B)(6), 2022 due to a loose patella component with repair of the medial soft tissues and a polyethylene exchange. The patient subsequently developed an infection and underwent debridement and polyethylene exchange on (B)(6) 2024. The root cause of loosening of the femoral and tibial components and fracture of the femoral stem several years after the index operation cannot be determined with certainty. The causes are multifactorial including surgical technique, especially in the cementing technique, patient activity level and bmi. The cause of the fractured stem cannot be determined with certainty." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.